Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report difficulty getting insulin out of the tubing and that it was dripping very slowly. The customer's blood glucose level was 496 mg/dl. The customer also stated they had been off of the insulin pump for 14 hours and was treating with manual injections. The customer's blood glucose went back down to 112 mg/dl. The customer was able to resolve the no delivery issue, and was satisfied with the device. The product was not returned for analysis.